Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a perforator (ID 261221) broke during procedure. The procedure was completed with a replacement product available. No patient injury reported and the event led to 15 minutes surgical delay.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. Investigation site received from the customer two empty product boxes. Without the perforators themselves to review and test, the complaint cannot be confirmed. There is currently a corrective and preventative action (CAPA) to investigate the disposable perforator product family for drills separating during use.

Event description:
N/a.